Event description:
X-tack system unable to pass through scope and xtack cinch possible malfunction. At end of poem (peroral endoscopic myotomy) procedure, md wanting to close defect. Opted for xtack closure system. Md tried to pass first x-tack system down scope and met resistance in the scope channel, appeared end of system was bent. Used second system successfully without issue. Xtack closure system in place, and md pulled suture tight and suture was cut, however without the cinch deploying correctly to hold the suture/tacks together. Possible cinch malfunction. Pt code: 4582. Device codes: 2920, 2981. Ref report: mw5183942.